Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that the patient experienced an infusion set leak at the quick release (qr) connection on (B)(6) 2026, after the set had been in use for three days. The infusion set was replaced. No further information available.

Manufacturer narrative:
Patient city: (B)(6) patient country: switzerland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.